Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash under the back therapy electrodes. Patient reported that it was a itchy due to a gel leak and that it turned into a red rash that was bleeding. Patient was prescribed a cream by a physician. Outcome of the irritation is unknown.